Manufacturer narrative:
Concomitant medical products: dtba2d1 device, implanted: (B)(6) 2013 product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue, and atrial oversensing.

Event description:
It was reported that a patient alert was activated for high impedance of the left ventricular (lv) lead during an implant of a left ventricular assist device (lvad) and the the device was programmed into vvi backup mode. In addition, the right atrial (ra) lead showed varying p-waves, atrial oversensing and high thresholds. The ra lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.